Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor issues regarding sugar glucose vs blood glucose. Customer's blood glucose level was 140 mg/dl. Troubleshooting for the sugar glucose vs blood glucose was performed. Customer advised that they tried 3 different sensors from the same box and they continue to have issues. Customer was advised to return all 3 sensors and that they would be replaced. Troubleshooting for threshold suspend was performed. Customer advised why the threshold suspend alarm triggers, even though it is set at 70 mg/dl. Customer blood glucose was 140 mg/dl and their sugar glucose was 58 mg/dl.